Manufacturer narrative:
Final analysis of the catheter found that the catheter was incorrectly assembled. Even though the catheter had been implanted for 24 months, there were no indents from the sutures see on the anchor as would be expected. It was felt that without sutures placed in the usual areas, the anchor would not properly grip the catheter and could allow the catheter to migrate. In addition, the area of the break in the anchor was unusual and for the catheter to break the way that it did indicated improper suturing of the anchor. There was also a narrowed area of the catheter seen about 19 to 19.5cm from the distal tip. The narrowed area appeared to be more from abrasion on both sides of the catheter as opposed to having been compressed.

Event description:
It was reported that the catheter had backed out of the intrathecal space and the anchor had fractured. The patient experienced a return of spasticity and spasms in his right leg and required the replacement of his spinal catheter segment. Four days later, it was reported that the device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.